Event description:
It was reported that the insulin gauge was inaccurate. Additionally, it was reported that a minimum fill notification occurred after the user filled the cartridge with 300 units of insulin during the load sequence. Customer reverted to an alternate method of insulin delivery. Customer¿s blood glucose level was 254-300's mg/dl range.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.